Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s grandmother contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch ultramini meter would power off during use. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter on (B)(6) 2014. The reporter does not recall when the alleged power issue began. The patient manages his diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. At an unspecified date/time, the reporter stated that the patient went into his doctor¿s office for a routine visit and was advised ¿with instructions on how to manage his diabetes¿. The patient did not develop any symptoms or receive any medical treatment. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The csr noted that the batteries in the subject meter needed to be replaced based on the age of the meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.